Manufacturer narrative:
The device from the reported event has been returned to angiodynamics. A device evaluation is currently in progress. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, a PICC was placed bedside. After placement it was flushed and saline was noted to be leaking out of the catheter near the hub. The catheter was removed and replaced. There was no patient injury or complications. The used device has been returned to angiodynamics for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for for the bioflo PICC product family and the failure mode "catheter - hole distal to suture wing. " no adverse trend was identified. As received, the returned catheter contained a slit in the catheter distal to the suture wing. This condition would have resulted in the reported leakage. The slit is between the 3-4 cm mark and is approximately 1/2 cm long. Except for the slit, the catheter was found to be normal in appearance and the od measured within specification. Although a definitive root cause cannot be determined, the cut does not appear to have been the result of a manufacturing non-conformance. A potential root cause for cut in the catheter tubing is damage from a scalpel during placement procedure. Angiodynamics' manufacturing process controls for this catheter includes various dimensional verifications and a tensile test of the extension tube to overmolded sleeve based on an aql. A 100% in process visual inspection for molding defects and a guidewire insertion test to verify lumen patency is required. In addition, all catheters are 100% sprint tested after the guidewire verification to ensure the catheter does not leak. At this time, angiodynamics has deemed these process controls adequate to address this failure mode. The directions for use packaged with the PICC contains the warning, "do not use sharp insturments near the extension tubes or catheter shaft." (Pr19079).